Manufacturer narrative:
Covidien reference number: (B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the breath delivery (bd) printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all performed calibrations and tests.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not in patient use at the time of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.